Manufacturer narrative:
(B) (4).

Event description:
After a catheter revision, there seemed to be a temporary increase in pain relief, but within a week, the pt was reporting inadequate relief once again. Different medications were tried in the pump. The entire system was explanted in (B) (6) or early (B) (6) of 2009.